Manufacturer narrative:
Concomitant medical products: en1dr01 ipg; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience syncope/near syncope and the right ventricular (rv) lead exhibited a lead impedance warning with chronically low lead impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Syncope deemed unrelated to the right ventricular (rv) lead impedance warning. No patient complications have been reported as a result of this event.